Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 71.1mm, area was 389.0mm², average diameter was 22.2mm. The patient's aortic valve angle was 55 degrees. It was reported that there was sufficient calcium to allow anchoring of the device. A pre-dilatation was performed with a 20mm non-abbott balloon. The valve was resheathed twice. The valve implant depth at 80% was 1-2mm on the left coronary cusp (lcc) and 5mm on the right coronary cusp (rcc). The valve was released. After the valve was deployed, the valve migrated towards the aorta. The valve was snared into the ascending aorta above the sinotubular joint (stj). A second 25mm navitor vision valve was implanted inside the first using a new flexnav delivery system. A post dilation was performed due to under-expansion. The cause of the valve migration was believed to be due to the patient's native bicuspid aortic valve and difficulty imaging the lcc to ensure annular contact. The patient was stable throughout the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported event appears to be due to procedural circumstances, as the valve was implanted inside an already implanted navitor valve. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.